Event description:
Event: (cc# 98-01107) the iab leaked during insertion and the iab was removed. (Multiple event to customer complaint number 98-01106). On 3/15/99, datascope was notified that the iab was discarded and would not be returned for evaluation. [Event complications]: unknown - reported 9/1/98. [Patient's current status]: unk - rpt'd 9/1/98.